Event description:
Immediately after insertion of device into the left cephalic vein and flushing with saline, the pt complained of tingling, itching, nausea and burning all over. Pt became diaphoretic, pulse weakened then became absent. Device was removed and benadryl administered. Pt lost consciousness and became apneic. Code (respiratory arrest) called. Pt given CPR and awoke spontaneously. Pt was transferred to micu.